Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose was in the range of 400 mg/dl at the time of hospitalization. Customer was treated with intravenous insulin and manual injection. Customer¿s blood glucose levels were down to 40 and then 50 mg/dl. Customer was alleging insulin pump for under delivering because customer was unsure as they took it off shortly after they changed the basal rates. Customer declined to check air bubbles and leak customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode feature. Customer stated that the insulin pump passed high pressure test. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will not be returned for analysis.